Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubble anomaly inside the reservoir. Customer's blood glucose level was 142 mg/dl. Troubleshooting for air bubbles was performed. Customer was advised to change out the infusion set and was able to eliminate the air bubble with 5 units of insulin through the fill cannula feature. Customer was advised to bring the reservoir to room temperature for 30 minutes prior to filling the reservoir.